Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that in a box of code c0022204 (monosyn violet 4-0 ds19 70 cm) everything was labeled as 4/0, but they found that the content was a 2/0 thread. In additional information received, the customer said there is only one thread that was packaged incorrectly. Further information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have only received a picture from the customer showing a unit of monosyn violet 4/0(1,5)70cm ds19 (m) rcp; reference c2022204 and batch 121453 that the support and suture inside is monosyn violet 2/0 70cm hr30 (code 2022036 and batch 121454). According to the customer information received, only (B)(4) unit in a box was found with this issue of the (B)(4) boxes received. Upon internal investigation, this mix-up took place by human error during manufacturing process. Both products were packed one after the other, but the current security system of the machine does not allow to mix-up in the manufacturing orders. The vision system sorts out the non-conforming units. Probably, the operator by mistake recovered this unit rejected and did not check that the product inside does not match with the description of the package. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the picture received shows a unit that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: we have opened an internal non-conformity and a corrective action in order to avoid this kind of incidents in the future.